Manufacturer narrative:
Correction: b3 date of event changed to (B)(6) 2020 for the patient's hospitalization. H6 patient code 2331 the patient was unwell but the symptoms were not specified.

Event description:
New information received stated that the patient felt unwell two weeks prior to hospitalization on (B)(6) 2020. On (B)(6), blood culture confirmed the implantable cardioverter defibrillator system had a mssa infection. After the system removal procedure, the patient was transferred to another facility on (B)(6) to continue his antibiotic treatment.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection with endocarditis. On (B)(6) 2020, the implantable cardioverter defibrillator and associated leads were successfully removed.